Event description:
In 2007, it was reported to boston scientific corporation that, following placement of ultraflex esophageal stent in a female patient (age unknown), an esophagogastroduodenoscopy (egd) procedure was performed. According to the complainant, during the egd procedure, "the physician noticed the stent infolded into itself and [they] discovered a perforation where the stent was placed." The physician "successfully performed an operation to close the perforation." Following the operation, the patient's condition was reported as "fine."

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A device history record review and complaint trend analysis are in progress, results will be provided in a follow-up medwatch report.